Manufacturer narrative:
Corrected data: concomitant medical products and therapy dates should of initially been as reflected as currently indicated.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving inadequate therapy, due to ineffective stimulation. As a result, surgical intervention may be planned to address this issue.